Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. The internal part of the device was inspected visually and found evidence of no visible foam degradation. In addition, the devices error log was downloaded, and no error codes were present when reviewed. Device is corroded.lastly, the device has been scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.